Event description:
It was reported that the cart would not connect during cleaning. There was no patient involvement. During device evaluation, it was discovered that the power cord was frayed. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial/final report based on information discovered during the device evaluation. A review of the most recent repair record determined the power cord was frayed. The power cord was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.